Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. On day three of support, the sterile sheath tore slightly at the proximal end of the catheter during repositioning. The site was cleaned and reinforced with a sterile dressing. The patient was noted to be stable, and support was continued.

Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned for evaluation. Clinical details noted in salesforce that during pump repositioning, the "sterile sheath tore slightly at the proximal end of the catheter" and damaged product was noted to be the introducer. As the issue occurred during repositioning, it was likely that it was the sterile sleeve was torn and this complaint was investigated as "product damage (sterile sleeve damage)". The tear was repaired with sterile tegaderm. The root cause of the product damage (sterile sleeve damage) was most likely due to a use issue as the tear occurred when repositioning the pump.